Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 40 mg/dl at the time of the incident. Customer treated low blood glucose with glucose tablet, and blood glucose went to 70 mg/dl. Customer¿s other relevant blood glucose level was 67 mg/dl. The customer stated that insulin pump went back on auto mode. Customer also stated that the sensor had sensor updating alert. The insulin pump will not be returned for analysis.